Event description:
It was reported that the device had premature battery depletion due to chronically high left ventricular lead threshold. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 5076-45 lead implanted (B)(6) 2001. D224trk ICD implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the full lead was returned in segments and analyzed with no anomalies found. Visual analysis noted apparent explant damage and the lead was stretched.